Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, the sensor was removed from the patient's arm to treat the infected area with the help of antibiotics. User would be re-inserted with a new sensor after the healing of infection.

Event description:
Seneonics was made aware of an instance where patient experienced infection at the insertion site. The sensor was inserted on (B)(6) 2021. Because of infection, the sensor was removed from the patient's arm on (B)(6) 2021. User would like to be reinserted with a new sensor after the healing of infection.